Manufacturer narrative:
No button error alarm noted during testing. All of the buttons on the insulin pump functioned properly. However, corrosion was noted on the keypad traces. The device had cracked reservoir tube lip and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and was unable to clear it. Customer's blood glucose was unknown. Customer stated he had the device in his pocket and he might have pressed up against the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.